Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. The customer's blood glucose reached 400-496 mg/dl. Reportedly, the customer resolved the alarms and continued to use the pump for insulin therapy.